Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing of the returned modular cable. The log files contained partially overlapping data spanning approximately 3 days combined (18dec2020 ¿ 21dec2020 per the timestamp). The log files captured a driveline communication fault alarm from (B)(6) 2020 at 19:31:57 to (B)(6) 2020 at 09:28:06 due to a com_a_fault. The driveline was disconnected on (B)(6) 2020 at 12:35:19 to exchange the system controller and the modular cable. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned modular cable functioned as intended during analysis. The modular cable was connected to the returned system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the wires in the returned modular cable were then tested and the cable passed testing without any issues. Inspection of the modular cable revealed that the cable was damaged as a section of the cable¿s outer jacket was torn and was missing, exposing the underlying protective layer. A section of the modular cable¿s protective layers at the site where the outer jacket was missing was then removed for further inspection of the underlying wires. Inspection of the underlying wires revealed that they were in unremarkable physical condition. Additional information provided stated that the alarms resolved after the system controller and modular cable were exchanged. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: the modular cable's polyurethane outer jacket and both the controller connector and inline connector bend reliefs were observed to be discolored, and a section of the outer jacket was torn and was missing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7583448, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 15oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had a communication fault alarm. It was cleared and had not come back. It was unknown if the communication faults were dual or single. Reviewed the log file, which captured comm faults starting on (B)(6) 2020. The driveline communication faults persisted throughout the log file. The clinician replaced the primary controller and the modular cable with new primary controller and new modular cable. The communication fault alarms resolved with the controller and modular cable exchange. The patient was home and was to continue to be monitored for any additional alarms. Manufacturer report number of system controller: 2916596-2021-00002.